Event description:
Reportedly, when the user pressed the print icon on the programmer screen to print an episode of external noise, the episode which was printed did not correspond to the episode displayed on the programmer. The user reported a mismatch between the egm and the markers, and missing rv egm on one printout. A copy of the printouts have been sent for review.

Event description:
Reportedly, when the user pressed the print icon on the programmer screen to print an episode of external noise, the episode which was printed did not correspond to the episode displayed on the programmer. The user reported a mismatch between the egm and the markers, and missing rv egm on one printout. A copy of the printouts have been sent for review.

Manufacturer narrative:
Preliminary analysis of the files reveal that: 1/ the absence of markers (black bar) observed in one episode printout was due to a rare and random failure of the programmer software printing module -- whose origin remains unknown; 2/ the absence of rv egm and inadequate markers observed in another episode printout was due the programmer software inappropriate management to the scrolling action performed by the user in the episode window while the episode printing was being initialized.

Event description:
Reportedly, when the user pressed the print icon on the programmer screen to print an episode of external noise, the episode which was printed did not correspond to the episode displayed on the programmer. The user reported a mismatch between the egm and the markers, and missing rv egm on one printout.a copy of the printouts have been sent for review.